Manufacturer narrative:
(B) (4): the catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt experienced a lack of therapy and therefore, their pump was replaced in (B) (6) 2009 (see manufacturer's report #3004209178200909245). The pt's lack of therapy continued after their pump replacement, so the catheter was replaced. The hcp had assumed there was a break/tear in the catheter. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.